Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that a bent infusion set cannula caused her blood glucose level to go up. The customer was hospitalized on (B)(6) 2016 due to a diabetic ketoacidosis. Customer's blood glucose level was 606 mg/dl. The customer vomited. The customer was wearing the insulin pump. The device was not returned.